Event description:
It was reported that the customer was having issues with the sensor glucose readings being different from the blood glucose readings. The customer also reported that the threshold suspend feature of the insulin pump activated. The customer reported that the insulin pump activated the threshold suspend with a sensor glucose reading of 40 mg/dl when her actual blood glucose level was 90 mg/dl. The customer also received the weak signal alert as well as the lost sensor alert. Troubleshooting for the sensor glucose and blood glucose difference was done. Advised that the senor glucose and blood glucose difference was not within an acceptable range. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.